Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Per patient, she has been having problems with her stryker knee replacement. The patients' primary stryker knee was revised due to loosening.

Manufacturer narrative:
An event regarding loosening involving an triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: ¿no examination of the explanted components is available, and there is no radiographic evidence of loosening, migration or subsidence of the components. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation". -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: a review of the provided medical records and/or x-rays by a clinical consultant indicated: ¿no examination of the explanted components is available, and there is no radiographic evidence of loosening, migration or subsidence of the components. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation". The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Per patient, she has been having problems with her stryker knee replacement. The patients' primary stryker knee was revised due to loosening.